Event description:
It was reported that the tulip of a mesa foundation screw on the left side disengaged post-operatively. Revision surgery has occurred.

Manufacturer narrative:
Visual inspection: the device was inspected. The signs of use were evident on the implant. Markings consistent with screw insertion, screw locking, and removal were visible on all the screws. The screw was fully locked, as reported. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: to final lock the mesa screws, grasp the center shaft and gently apply a downward force to engage the distal end of the quick locker onto the screw head. Ensure the shaft of the instrument is co-linear with the implant. A gentle axial tug should then be performed to confirm docking. Squeeze the handle to fully lock the mesa screw. To disengage the instrument, fully open the handle and remove the quick locker from the surgical site. Note: ensure at least 5 mm of rod overhang from the most proximal and distal screw. Although the root cause cannot be determined definitively, it is possible that, even with successful fusion, the implanted construct was subjected to regular bio-mechanical loading over the five years post-op that resulted in the screw disengagement of the mesa screws at the screw/rod interface.

Event description:
Event occurred on patient left side.

Manufacturer narrative:
Device has been received, pending investigation.

Event description:
It was reported that a mesa foundation screw tulip disengaged post-operatively.